Event description:
During a right upper lobectomy procedure, the anchor block broke off the instrument into the cavity after the procedure. The surgeon performed a re-operation to remove the anchor block. The pt's status is satisfactory.